Event description:
N/a.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) not picking up EKG. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 initial reporter: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.